Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was transported by ambulance to the ER (emergency room) with hypoglycemia. The patient's blood glucose levels declined to 63 mg/dl while wearing the pod between 36 and 48 hours in the leg. The patient reportedly had a seizure due to hypoglycemia and was given glucagon via the nasal cavity by her mother. The patient was treated with IV (intravenous) fluids in the ER and released after 6 hours. The pod was worn at time of ER visit and later discarded.